Event description:
Report received of an overdelivery. The customer contact reported that the event was the result of an operator error in programming the device. In 2004 at an unspecified time, a nurse whoe had not initially programmed the pump, noted the pump was delivering an unspecified concentration of tpn at a rate of 20ml/hr instead of the intended rate of 4ml/hr. The infusion was stopped and the pt's blood sugar was monitored for the rest of the day. There were no reported adverse pt effects and no medical interventions were reported.